Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized for high blood glucose levels. Prior to the event, the customer was getting an alarm, and had to remove the battery to stop it. After inserting the battery, the insulin pump alarmed button error. The customer was not sure if the button was pressed for longer than three minutes. Advised that the insulin pump would be replaced. Nothing further was reported.